Event description:
A complaint was received via email. An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version sm-a54b6. The customer was unable to access their freestyle librelink. As a result, the customer was unable to monitor glucose with sensor readings and experienced convulsions and was able to self-treat with "1ww". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer reported app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version sm-a54b6. The customer was unable to access their freestyle librelink. As a result, the customer was unable to monitor glucose with sensor readings and experienced convulsions and was able to self-treat with "1ww". There was no report of death or permanent impairment associated with this event.